Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was being replaced due to poor sensing. The new lead failed to convert a vt during a defibrillation threshold testing. The patient was rescued by external defibrillation. The physician opted to re-use the old rv lead for hv shocking and a new pace sense lead was implanted. The patient was stable post procedure.